Event description:
A report was received from the USA stating that an 840 ventilator had logged an error code that suggest the graphical user interface (gui) alarm had failed. Patient involvement information and the date of the event were not reported.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and adjusted the gui cable assembly, no part were replaced. The device passed extended self-test (est) and the short self-test (sst). Covidien reference: (B)(4).